Event description:
According to available information, the patient underwent a hysterectomy to treat uterovaginal prolapse. Subsequently, the prolapse recurred and the patient presented for revision surgery. At that time, it was discovered that the "y" arm of the device was broken in half between the "v" and the terminal end of the implant. A new device was used to repair the patient. Medwatch form mw5105163.

Manufacturer narrative:
This report is in response to user facility medwatch form mw5105163. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.